Manufacturer narrative:
A philips field service engineer (fse) was dispatched. The fse confirmed that the unit manager did not sequester devices for evaluation. The device was added back to the device pool. The investigation did find that the customer is using unapproved disinfectant wipes. Additionally, the customer is not following the instructions for use (IFU) which instruct that the device be wiped off with a cloth dampened with water, after allowing the appropriate time for agent to work. Per the avalon fetal monitor fm20/30, fm40/50, avalon cl, release l.3 with software revision l.3x.xx instructions for use, part number 453564898421 p. 258 warning skin contact: to reduce the risk of skin irritations, do not allow a cleaning or disinfecting agent to leave residues on any of the equipment surfaces - wipe it off with a cloth dampened with water, after allowing the appropriate time for the agent to work. . Follow the safety instructions of the used cleaning or disinfection agent, especially regarding skin contact. A device malfunction was not confirmed. The customer was advised to follow the cleaning protocol provided in the IFU. The customer has agreed to sequester any other devices exhibiting the issue in the future and to notify philips immediately. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported blisters were present on the patient under the ultrasound transducer during use. No other clinical information or medical intervention was reported.

Manufacturer narrative:
The preliminary investigation indicates that the customer is using an unapproved disinfecting agent when cleaning the device. Additionally, the device is not wiped following the cleaning. The product instructions for use indicate the following: warning skin contact: to reduce the risk of skin irritations, do not allow a cleaning or disinfecting agent to leave residues on any of the equipment surfaces - wipe it off with a cloth dampened with water, after allowing the appropriate time for the agent to work. . Follow the safety instructions of the used cleaning or disinfection agent, especially regarding skin contact. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.